Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the intensive care unit, the intra-aortic balloon (iab) was prepped and the sheath was inserted into eh pt's right femoral artery. After 48 hours of iab therapy, blood was detected in the tubing driveline and the iab was removed immediately. Prior to the appearance of blood in the tubing, the arterial pressure line showed artifacts (300mmhg) and could not be zeroed. Flushing the system did not lead to a "better" waveform. The pt was moved from left side to right side and back. The pt's balloon pressure waveform (bpw) was monitored and "normal." There were no strips generated. It was noted that the intra-aortic balloon pump did not alarm. Another iab was not inserted & the pt outcome is listed as ok. The pump was tested with a stimulator and no malfunction was detected.